Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 420 mg/dl and ketoacidosis. The customer delivered multiple correction bolus in attempt to address high bg. The customer was kept in the ER for a few hours until customer's bg level resolved. The cause of the high bg was unknown. The pump supplies were changed. Additional information regarding this case was received 21-june-2026 indicating that the customer went to the ER room.